Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead were exhibiting high pacing impedance measurements greater than 2,000 ohms. At implant the pacing impedances were 890 ohms and had steadily increased from 1054 ohms. The pacing threshold measurements were 1.2v at .9mv. Intrinsic r wave sensing was 12.9 mv. The lead configuration was lv tip to lv ring. A boston scientific technical services consultant suggested performing pocket manipulations while measuring impedances for connection testing. They also suggested trying different lv pacing vectors for a possible improvement in pacing thresholds and impedances. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received indicated the patient was seen in clinic. The physician changed the lead configuration to extended bipolar and the pacing impedance measurements greatly decreased. No additional intervention was performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.